Event description:
The consumer reported, using the prod for ten minutes on her back and hip. When the patches were removed, the consumer described blisters in the area worn, which took approx one month to heal. The consumer did not seek medical attention at the time of the incident and treated the area with triple antibiotic ointment and gauze bandages. She visited a clinic approx a month and a half later and showed her scar to a nurse who retroactively diagnosed a second degree burn.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailble for eval and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the prod resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance prod safety and pharmacovigilance.